Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported cause of por was unknown. The rep was unsuccessful in resolving por but patient was charging and still in por. Issue not resolved at this time however patient is still using it. Rep reported eri/eos is near for patient.

Manufacturer narrative:
Continuation of d10: product ID 97740, product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported they thought they needed to put a date into their programmer, but was seeing a por (warning) message on the screen. The patient also mentioned seeing a screen with information like t-I, t-1, t-2 after pressing the 'minus' button. The patient said they had to go for an MRI tomorrow and needed to turn their implanted neurostimulators back on; they confirmed they had been able to charge the ins to full the other day, but could not power on with the recharger. The patient mentioned they spoke to a manufacturer representative (rep) today about the issue and were told to call patient services for assistance. The agent reviewed the meaning of por (warning vs informational) and redirected the patient to their healthcare provider to further address the issue. No symptoms were reported. [See pe (B)(4) for information pertaining to the related event and general text for omitted information.]